Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. Prior to procedure, it was noted that the right atrial lead exhibited low pacing impedance and noise. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events of noise and low pacing lead impedance were confirmed. Internal insulation abrasion was noted at 19.0 from the distal tip. The etfe coating was intact at this/these location(s). The cause of the reported event was isolated to the inner insulation abrasion.

Manufacturer narrative:
The reported events of noise and low pacing lead impedance were confirmed. Internal insulation abrasion was noted at 19.5-20.2cm from the distal tip. The etfe coating was intact at this/these location(s). The cause of the reported event was isolated to the inner insulation abrasion.